Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-nov-2018 with the following findings: a review of the black box showed evidence of a short battery life was illustrated with a voltage drop leading to a call service 128 alarm. The battery compartment was cracked below the grip pad, and the battery base was cracked between the keypad and the display lens. The returned battery cap threads were undamaged, but the top coin slot was damaged and worn. The battery cap fit. Moisture corrosion was observed in the battery canister. The ¿ez-prime¿ steps were performed correctly. The pump powered up with a low battery warning upon start up. The reported ¿short battery life¿ complaint was duplicated. All current readings were within specifications. The pump cover was removed, and no intermittent conditions or any intermittent conditions were found.